Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen hit something while customer was working at a construction site and the touch screen became shattered. Additionally, the left side of the touch screen had what appeared to look like " ink blots" that blocked graphics and text and was not working. Customer's blood glucose was 165 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.